Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # ==> (B)(4). Investigation summary ==> the received device was forwarded to new product development for evaluation. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This patient was revised due to instability and pain. The patient's +3mm polyethylene cup was replaced by a thicker +9mm cup. The gouge marks on the articulating surface of the cup were caused by the use of a bone hook to dislocated the shoulder. The gouge marks on the underside of the edge of the cup were caused by the use of an osteotome to disconnect (pry loose) the cup from the epiphysis portion of the stem. Doi: (B)(6) 2013; dor: (B)(6) 2019. Left shoulder.